Event description:
The customer observed falsely elevated architect stat troponin-I results for patient samples. The following data was provided (customer¿s reference range <0.01 ng/ml is negative): (B)(6) 2023 initial result with lot 64433un23 = 0.064 ng/ml, repeat result = <0.01ng/ml; new sample obtained and result = <0.01 ng/ml. Patient was sent to the emergency room, however, no negative impact to patient management was reported. Sample ID (B)(6) initial result with lot 97999un23 = 0.096 ng/ml, repeat on same instrument = < 0.01 ng/ml, repeat result on another instrument = <0.013 ng/ml. Hil hemolysis = negative. No negative impact to patient management was reported.

Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 12/1/2017. The field service representative (fsr) performed trouble shooting, inspected the instrument, and replaced the valve, bypass, 2 way. Replacement of the part resolved the issue as an instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) since the service activity was completed. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit, and valve, bypass, 2 way did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the product monitoring review for alinity I/architect did not identify any similar issues related to the architect system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6), or the valve, manifold kit, and valve, bypass, 2 way, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for patient samples. The following data was provided (customer¿s reference range <0.01 ng/ml is negative): (B)(6) 2023 initial result with lot 64433un23 = 0.064 ng/ml, repeat result = <0.01ng/ml; new sample obtained and result = <0.01 ng/ml patient was sent to the emergency room, however, no negative impact to patient management was reported. Sample ID (B)(6) initial result with lot 97999un23 = 0.096 ng/ml, repeat on same instrument = < 0.01 ng/ml, repeat result on another instrument = <0.013 ng/ml hil hemolysis = negative no negative impact to patient management was reported.